Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by an unknown professional to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a female patient (age nos) who received poly-l-lactic acid therapy on (B)(6) 2009. She received 0.5 ml injected into each side of her temple. Relevant medical history and concomitant medication information were not mentioned. Ten days after poly-l-lactic acid therapy, the patient developed lumps on her temple. It is unknown if any corrective treatment was provided. Event outcome is also unknown.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.